Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in auxiliary drawer 3.1 were consistently failing. A field service engineer found that the customer was unable to recover the drawer, and testing with the hardware test application (hta) confirmed that none of the pockets were being detected. The retractor bands were replaced, but the issue persisted. The faulty drawer was replaced, and functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer all cubies were constantly failed and user need to turn on and off frequently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer all cubies were constantly failed and user need to turn on and off frequently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.